Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration, a common reason for reoperation, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding the product serial # was not provided. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that approximately ten (10) years, eleven (11) months post-implantation of this 23mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was implanted (valve-in-valve) due to stenosis, secondary to valvular degeneration. The transcatheter valve was implanted via transapical approach with good results. The patient was noted to be hospitalized, in stable condition.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable.

Event description:
Edwards learned the procedure was due to calcific degeneration leading to stenosis. The patient was noted as discharged and well.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.